Manufacturer narrative:
(B)(4). It was reported that the patient had the concurrent procedures of a bl salpingo-oophorectomy, vaginal hysterectomy, colpopexy performed during mesh implantation.

Manufacturer narrative:
(B)(4). This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-01824. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Additional narrative: the patient underwent mesh implantation in order to treat severe uterine prolapse, a severe cystorectocele and urinary stress incontinence. The patient underwent the concurrent procedure of a hysterectomy during mesh implantation. It was reported that following insertion the patient experienced pain, vaginal bleeding, pain during intercourse, "pulling"; in the vaginal area and a feeling of abdominal strangulation when attempting to void. It was reported that the patient underwent mesh exposure resection in the anterior and posterior vaginal walls and lysis of adhesions in vaginal area on (B)(6) 2009. The patient underwent removal of approximately 3cm in diameter of proximal anterior mesh on (B)(6) 2010 due to erosion. On (B)(6) 2011, the patient's current urogynecologist noted a portion of mesh eroding along the proximal anterior vaginal wall. The doctor attempted to excise this portion of the mesh, however due to the patient's severe discomfort and difficulty in accessibility, the attempt was aborted. (B)(4) - dyspareunia; pulling in the vaginal area; feeling of abdominal strangulation when attempting to void; mesh exposure. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-01824. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4).in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a pelvic floor repair procedure on (B)(6) 2009. The patient experienced infection and erosion of the vaginal wall and other tissues. The patient has had additional surgeries, including excision of the mesh. No additional information was provided at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Date sent to FDA: 2/11/2019. Additional narrative: it was reported that the patient underwent a revision surgery on (B)(6) 2014.